Manufacturer narrative:
(B)(4). The actual device involved in this incident has been requested for evaluation. Should the device be returned, a follow up report will be submitted following the sample evaluation. A batch review has been requested. A follow up report will be submitted following the completion of the batch review.

Event description:
Before (B)(4) received a customer report of an alleged over-infusion observed on a basal/bolus infusor during patient infusion via intravenous injection. The device was filled with 4ml of buprenorphine hydrochloride, 2ml of droperidol, and 90ml of normal saline. The total fill volume was 96ml. The device was not used prior to the incident. In addition, patient control module (pcm) with code (B)(4) and lot number 07a006 was reportedly attached to the device. The following information was not known: expected and actual flow rates, the location of the infusor device relative to the flow restrictor, the temperature of the flow restrictor, and if the pcm button was pressed during the therapy. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.